Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use loading unit. Visual inspection of the single use loading unit (sulu) noted that it displayed a full complement of staples and the interlock was not engaged. The cartridge cover was disengaged from the cartridge. The cartridge cover was returned to its proper position. The sulu and the test unit were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke. The cartridge was damaged and did not appear to have been used on patient. The reload looked like it had not been fired and was damaged out of the package. Another device was opened and used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.